Manufacturer narrative:
(B)(4). Method: lens work order search, cartridge lot number search. Results: a lens work order and no similar complaint was found within same work order. A cartridge lot number search was performed and one similar complaint was found within the same lot number. (B)(4).

Event description:
The reporter stated the surgeon inserted a 23.0 diopter aq2015a collamer aspheric three piece lens. The lens tore, it was noticed after the lens was inserted into the pt's eye. Lens was removed with no pt injury. Reporter stated the cartridge tore the lens. Another same model and size lens was implanted.